Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown, product type: unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient was having difficulty using the external equipment because it was confusing and complicated. The product service specialist offered to assist the patient with using the equipment but she declined. It was reviewed that the patient would need to speak with a healthcare professional and invite a representative to show her how to use the external equipment. The patient reported she was not sure if the therapy was working. She also noted that she went to the emergency room recently. The patient stated that she was having excruciating pain for a while since 2016. The patient was to contact a healthcare professional. Follow-up was conducted.